Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, on may 22 2018 the patient underwent the primary posterior lumbar interbody fusion (plif) (l4-5). On (B)(6) 2022 it was found that the patient had suffered from asd and on (B)(6) 2022 the patient is scheduled to undergo a revision procedure (plif extension between l3-4). The upcoming revision procedure was planned to remove devices in question from the lesion and reconnected from l3 and to deploy screws in l4-5 will be left in place because they have been tight enough in the lesion. Procedure was completed successfully. This report is for one (1) single-inner setscrew. This is report 6 of 6 for complaint (B)(4).

Manufacturer narrative:
Product code: kwp, kwq, mnh. Mni, osh. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : a review of the receiving inspection (ri) for sfx,5.5,ti, med, size a6 was conducted identifying that lot number om9725 was released in a single batch. Batch1: lot qty of units were released on dec 15, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.